Event description:
Customer reports a blood leak on reuse number 6 halfway into the treatment noted by blood leaking from a crack in the dialyzer (location of the crack on the dialyzer not available at this time). Estimated blood loss unknown. Treatment was continued with new disposables without incident. No patient injury or medical intervention reported.